Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery alarm. They finished changing the infusion set and reservoir and attempted t bolus and received the no delivery alarm. Customer went to bolus again and about 2 units were delivered and then alarm occurred again. It was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer removed the infusion set and the cannula was not bent. Customer was advised to reconnect the tubing at the quick release and prime; insulin did exit. It was explained that the site may have been occluded. During troubleshooting; the customer's mother reported that the customer's blood glucose went down to 34 mg/dl. Troubleshooting was declined. Mother stated that customer miscalculated the bolus and took longer to eat. Customer will treat with candy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.